Event description:
A trauma CT of the head was performed on this pt while on a back board with head and neck restrained. Transaxiel images revealed indications of a subdural hematoma on the pt's right brain. The pt was transferred for inmmediate brain surgery which revealed a normal brain without evidence of the subdural hematoma.